Event description:
The rptr stated that rptr did meter to lab comparison tests, five minutes apart. Rptr meter test (capillary) result was 345 mg/dl, and the venous lab test result was 180 mg/dl. Rptr did not have any symptoms. A control test was not done due to lack of supplies. No harm was alleged. Follow attempts to contact the rptr have not been successful.